Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-02226. It was reported the patient could no longer receive effective stimulation from the scs system. As a result, the patient underwent surgical intervention to address the issue. During the procedure, the scs ipg was explanted and the scs leads were left implanted. The patient was implanted with a drg system. The issue was resolved.